Event description:
Inspection of new hill-rom transport carts identified 5 that each had a side rail that did not properly lock into place when raised. The carts had not yet been used for pt care or transport.